Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, bleeding is a known potential adverse event associated with impella support: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 71-year-old male patient with acute myocardial infarction and cardiogenic shock presenting for impella placement. During support, it was documented that the patient experienced a recurring hematoma around the access site. The hematoma was determined to be related to an access site bleed. The pump was subsequently explanted and a covered stent was placed to resolve the bleed. The patient was considered stable following the event.

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. No benchtop analysis was possible to determine the root cause. Since the medical center did not return the impella device, the root cause of the access site bleeding was not determined. The failure mode will be monitored and trended.